Event description:
The customer reported the device is missing the first two segments in the top and bottom display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using the customer's batteries. When powered on, all of the led segments on the led digits illuminated correctly. The device was found to be functioning as designed. Internal inspection showed contamination damage on the instrument circuit board; however, the reported issue was not confirmed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device is missing the first two segments in the top and bottom display. No patient impact or consequences were reported.